Event description:
It was reported that while using the twinfix, the device was found cracked when screw-in. The procedure was completed with no complications using a back up during a short delay. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
One 72202599 5.5mm twinfix ultra peek device used for treatment, was returned for evaluation. Instructions for use contains recommendations and precautionary statements for proper use of product. The insertion device was returned with a fractured anchor attached. The distal tip was separated from the rest of the anchor body from excess torque. Suture was still threaded through anchor and the inserter. Distal threads had been burnished and disfigured. Both inserter forks were still attached to the inserter but had been squeezed inward and twisted. The symptoms aligned with attempt to fit the anchor into an inadequate diameter hole. A 3.8mm tapered awl is the recommended prep instrument for normal bone. Per instructions for use¿it is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. If more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It may be necessary to reduce the anchor size or increase the hole size to achieve optimal insertion force.¿ complaint history review indicated similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. No root cause related to the manufacturing of this device was confirmed.